Event description:
Patient was revised due to dislocating hinge. Only poly and pin was revised. Doi: unknown. Dor: (B)(6) 2021. Unknown knee side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided from medical record review indicates the patient received a revision due to posterior dislocation of the hinged insert. It is reasonable to conclude that the device reported on this medwatch did not contribute to the posterior dislocation as the pin must be removed to address the dislocation. The hinged insert component was reported on report number 1818910-2022-00941. At this time depuy synthes joint reconstruction considers the device on this report to be not reportable.